Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - tampon [medical device site discomfort]. Tampon string broke off [device breakage]. Needed to use a different uncomfortable process to remove it [complication of device removal]. Case narrative: consumer reported via rr that the string broke off during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.